Event description:
It was reported that the light source had an abnormality in the light source lamp. Specifically, the light source lamp became an emergency light within the lamp¿s usable time (500 hours). The issue occurred during preparation for use for a diagnostic procedure. The procedure was delayed 5¿10 minutes before being completed with a similar device. There was no reported patient impact.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.. New information added to the following fields: h3, h6, h11 corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.